Manufacturer narrative:
Section a2, a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section b3: date of event: unknown/not provided, as information was asked but it was not provided. Section d6a: implant date: unknown, information not provided. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1: telephone number: (B)(4). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had poor eyesight and contrast sensitivity after the implantation of the intraocular lens (iol) into their eye. The vision from close range to long range was blurry and same for that for the viewing distance. An explant was performed. There was no delay in treatment or other interventions performed. No further information was provided.